Event description:
It was reported that the customer had blood glucose of 411mg/dl, ketones and nausea at the time of reporting. He treated with an insulin pen. Troubleshooting suggested that his insulin pump was functioning as designed. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.